Event description:
The customer reported that while using a forcetriad generator and an unknown handpiece during a procedure, a flare-up occurred while cauterizing, resulting in slight burns to the patient's face and neck area. The valleylab forcetriad energy platform was then pulled from service and had a complete review done by the site's biomed department. During the review of the equipment, using the exact same lot numbers of the cautery supplies used in the case, no issues were found. All cautery equipment and supply functions were normal and within manufacturer acceptable tolerances. Other processes are being reviewed by the site which may have contributed to the event.

Manufacturer narrative:
(B)(4). Information was obtained from maude report #: (B)(4). To date the incident unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. Historically, attempts to obtain from FDA redacted information from maude reports forwarded to covidien by the FDA have resulted in the response that "the report that was sent is the copy that provides you with all allowed releasable information from the report(s). Unfortunately, we are unable to release any further information that pertains to the report(s) in question." Therefore, no additional information for this report is available.